Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection has shown that the tip is broken off. The review of the production history revealed that this article was manufactured according to the specifications and passed the dimensional inspections. There were no quarantine issues for this lot. No manufacturing related issues were found.

Event description:
It was reported that the tip of the tap was broken during first usage. This is report 1 of 1 for complaint (B)(4).